Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 78-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. During an atrial fibrillation case, a cardiac perforation in the pericardium was noticed. The cardiac perforation was discovered via a drop in blood pressure on the patient. The cardiac perforation was confirmed via echo. The medical intervention provided was a pericardiocentesis, and it is unknown at this time how much fluid was removed. A pericardial window or open-heart surgery was also performed on the patient afterwards. The patient was in stable condition during the call. The event was discovered during use of biosense webster products. One quadrapolar catheter was situated in the ventricle, while another quadrapolar catheter was situated in the coronary sinus. However, event was noticed while going transseptal with a brk needle and sr0 sheath. The physician¿s opinion on the cause of this adverse event was that it was procedure related and the potential complication that can occur during. Epinephrine was injected to increase blood pressure and a pericardiocentesis kit was used to drain the fluid from the pericardium. Once stable, the patient was transported to the operating room where a pericardial window was performed to drain any remaining fluid and search for the perforation. The patient has fully recovered and was being discharged at the time of the follow up call. The patient was required to stay an extra few days because of the pericardial window that was performed and monitoring of their condition. Double transseptal puncture was performed with a brk needle. St. Jude medical. Ablation was performed before the cardiac tamponade. There was no evidence of a steam pop. Flow setting was set to low flow, st settings. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module parameters stability were used tag size 3, 2mm, 5s, 4g 50% with no additional filter used with the visitag and color options used prospectively were impedance. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.